Event description:
It was reported that on (B)(6) 2012 an over delivery occurred with a pump while infusing insulin on a pt. At 16:00 hrs the event device was programmed to infuse a 100ml bag of insulin at 6 units per hour, the pt's blood sugar was measured and found to be 895. At 20:30 hrs it was observed that the entire bag of insulin had infused. At 21:30 hrs the pt's blood sugar was measured and found to be 250.

Manufacturer narrative:
(B)(4). The device has not been returned to sigma. If the device is returned, an eval will be completed and a supplemental report will be submitted.